Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that in 2014 (around (B)(6)), the patient's ins was moved because they had weight loss and anemia. No further complications were reported or anticipated. Additional information was received from the patient. They reported that the anemia and weight loss was not related to their ins. The ins was revised (moved) because the doctor thought it would work better if it was relocated. It was noted the device was working very well after the ins revision. No further complications were reported. Additional information received from the patient incited that when the device was moved the 1st time due to their weight loss, it was not working correctly. They indicated that a 2nd surgery was done to move the device, and it worked for 2 years until it stopped. No further complications were reported or anticipated.